Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The physician will continue to monitor the lead. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.